Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's lead had migrated and the patient could no longer receive effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 to revise the lead. However, during the procedure, the doctor accidentally cut the lead. As a result, the lead was explanted and replaced. The issue was resolved.